Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated multiple gas loss in iab circuit alarms with no evidence of an iab leak. It was noted that the patient had been received from outside hospital for open heart surgery. The iab was removed with no issues. There was no patient harm or adverse event reported. This report is for the iab. A separate report for the cardiosave iabp has been submitted under mfg report number 2249723-2023-02570.

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated multiple gas loss in iab circuit alarms with no evidence of an iab leak. It was noted that the patient had been transferred from another facility with the iab already inserted awaiting open heart surgery. The iab was having issues in the cardiac or, but the patient was transferred just fine to the csicu. It was later noted that the console would not pump. Therapy was discontinued as the patient was stable. There was no patient harm or adverse event reported. This report is for the iab. A separate report for the cardiosave iabp has been submitted under mfg report number 2249723-2023-02570.

Manufacturer narrative:
Initial reporter occupation: clinical manager cardiac perfusion / ccp, lp. Complaint record ID #(B)(4).